Event description:
Or-3 in-light camera not working. Multiple attempts to shut down stack and restart unsuccessful. Number listed above is the stryker wireless transmitter. Stryker light boom ref# (B)(4). This is not the first time this has happened. Prior instruction was to remove light handle adaptor with allen wrench, then unscrew light handle from light and remove, then replace light handle to reset connection. Was unable to take pictures for patient viewing and instruction due to this. No physical harm, but unable to give patient expected care.